Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient was revised on (B)(6) 2018 with an I&d and 32+1 cobalt chrome head and 32x52 neutral liner exchange. Then on (B)(6) 2018 all components were removed and a competitor hip spacer was put in due to infection. Doi: (B)(6) 2018; dor: (B)(6) 2018; left hip.